Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded stent was used during a biliary drainage procedure performed on (B)(6) 2024. During the procedure, the stent would not deploy; the suture would not separate from the stent. The device was removed from the patient and a new one was used to complete the procedure. No known patient complications were reported due to this event. Note: this complaint has been deemed MDR reportable based on the investigation result which revealed the catheter-guide break. Please see block h11 for the full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation findings of catheter-guide break. Block h11: an advanix biliary stent and guide catheter were returned for analysis. Visual inspection revealed that the guide catheter was detached and kinked, the stent's suture hole was torn, and the stent barb was deformed. No other damage was observed on the device. The product analysis confirmed the reported stent deployment failure. The investigation determined that the reported event and the observed damage were most likely due to procedural factors during the attempted deployment. These factors may include the procedure's tortuosity, the techniques used by the user, the handling of the device, or the force applied. Such factors likely limited the device's performance and contributed to the guide catheter's kinking and detachment, the stent suture hole tearing, and the stent barb deformation. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.